Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed marks of wear in the entire device. To test its functionality, the trigger was tested; as a result, the upper jaw was completely loose; therefore, when trying to active the trigger showed that the jaws did not close contributing to the holding issue. A manufacturing record evaluation was performed for the finished device lot number: 5832620051207, and no nonconformances were identified. According with the visual inspection, this complaint cannot be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handle on the expressew iii ac+ gun device broke in-situ. During in-house engineering evaluation, it was determined that the upper jaw was completely loose that it would not close when the trigger was activated. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.